Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the revision had not been approved yet or scheduled and the patient hadn¿t decided if he wanted a revision. Impedances were within normal range and the cause of the zing down the leg was unknown. Further information received from the representative reported that the patient was feeling strong stimulation over the weekend such that they couldn¿t feel their legs. It was noted that the implant was at end of service but the patient was still feeling stimulation and was still able to change stimulation level. The strong stimulation and loss of sensation in their legs resolved when the stimulation was turned off. It was reviewed that at end of service the implant shouldn¿t be putting out any stimulation. Additional information received from the representative stated that stimulation was off during a (B)(6) session and off when leaving the session and it showed the implant was at end of life at that time. It was noted that during the visit the patient was describing having paresthesia in both legs and was responding to amplitude increases. It was mentioned the patient was in a recliner using stimulation and fell asleep and when they woke up that was when stimulation felt too strong. The patient was dragging one of their legs when sensation was lost in their legs at the same time they felt stimulation too strongly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 7425, serial# (B)(4), implanted: (B)(6) 1996, product type: implantable neurostimulator.

Event description:
Additional information was received from a manufacturer representative. It was reported that impedance measurements were taken and the results were ¿???¿ with some combinations. The manufacturer representative stated that the patient didn¿t experience symptoms when stimulation was off. It was also reported that the implantable neurostimulator (ins) battery was low and had reached an end of service (eos) status. The manufacturer representative was to discuss with the patient¿s healthcare provider (hcp) the potential need for a complete revision. It was noted that the patient had good therapy. No further complications were reported or anticipated. Additional information was received from a manufacturer representative regarding a patient. It was reported that the strong feeling of stimulation intensity occurred after they had been sleeping in a recliner chair for several hours. The patient stated that when they woke up, they felt a strong stimulation sensation and numbness in their leg, which took several days to resolve before they got the feeling back in their leg and foot. It was noted that the patient had stimulation turned on and shut it off once they woke up and realized it was too intense for them. The patient stated that they had stimulation off for a year and a half before they started using it again. At that point, it was helping their pain. It was noted that impedances values were within a normal range. The patient was to follow up with their healthcare provider (hcp) to discuss replacing the device and/or leads. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that on (B)(6) 2015, the patient was laying down and had felt a "zing" go down their leg. Impedance testing was performed, however the results of the testing were not provided. Surgical intervention has been planned but not scheduled. The patient status at the time of the report was alive with no injury. On (B)(6) 2017, additional information was received from the rep. It was reported the revision would not be scheduled until the patient's worker's compensation approves the revision. No complications are anticipated.